Event description:
External balloon on trach found to have a leak in the seam. Unable to adequately ventilate pt; elevated co2 levels. Trach needed to be replaced. Dates of use: 2009. Diagnosis or reason for use: ventilation. Event abated after use stopped or dose reduced: yes.